Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-jun-2016, an fse visited the customer site and he verified the main arm nozzle for clogs, flushed it with alcohol followed by distilled water and air. He adjusted the clog sensitivity and verified the instrument's proper operation. The customer performed a second verification of the instrument with satisfactory results. No further actions were required by field service. The most probable cause of the reported event was the pressure board sensor needing adjustment.

Event description:
On (B)(6) 2016, a customer reported intermittent clog errors with their aia-2000 analyzer. The customer was unable to run afp and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.